Manufacturer narrative:
Section a - all known information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the center requested further analysis of 7 pumps ((B)(6)) due to embolic events occurring with each case. No further information was provided due to hospital policy.

Event description:
The patient's lactate dehydrogenase (ldh) was trending upwards. There was also questionable power trending up as well. The log files were reviewed and captured low flows where the low flow estimator dropped below 2.5 lpm (including low flow flags - lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm). These occurred when pulsatility index (pi) was elevated. The pump was seeing a reduction in blood volume. Two common reasons for this were suggested to be hypertension or hypovolemia. No other unusual events were seen in the log files. The patient was determined not to be hypovolemic and their blood pressure was well controlled. It was requested that the log files of (B)(6)2024 be examined. It was again stated that the power looks to be trending upwards over the past 10 days. It was requested power values for (B)(6) 2024 be given in a log file review. The event log files were reviewed a second time and showed the data (B)(6) 2024. Event log file: on 29sep2024, the power ranged from 2.70w ¿ 3.15w (avg 2.93w). On (B)(6)2024, the power ranged from 3.40w ¿ 3.48w (avg 3.44w). The power was trending 2.93w - 3.44w. Log files were sent in on (B)(6) 2024 with concerns for a clot. The patient continued to have elevated ldh. The log files were reviewed and captured a lone low flow on (B)(6) 2024 at 18:16 with flow noted at 2.4 lpm. This was not sustained long enough to trigger an alarm. No other unusual events were noted in the log file and the device appeared to be operating as intended with stable parameters besides ldh. The ldh was noted to be trending downwards.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This per was determined to be supplemental information to MFR# 2916596-2024-06691. The manufacturer is closing the file on this event.